Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was powering fans and various boards when turned off and unplugged. The representative replaced the power conversion enclosure and it resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. Analysis on the returned enclosure power conversion board resulted in an electrical failure found through functional testing, examination of similar product, and visual/physical examination. Analysis states that the power conversion board failed bench testing. The transistor q28 and q14 failed. They were found to be shorted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the fans on the image acquisition system (ias) would turn on when the umbilical was unplugged while the system was off. There was no patient involvement.